Manufacturer narrative:
The lens was returned adhered to a piece of paper. Blood and solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been one other complaints reported in the lot number. A qualified associated cartridge and viscoelastic were indicated. The file indicated the use of a non-qualified handpiece. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the patient could not adapt, with a clinical reason for explant: "power miss". The multifocal 21.0 diopter, add power +2.2 & 3.2 lens was replaced with a non-company monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient failed to adapt the lens. The lens was explanted in a secondary procedure after one month of initial implantation. The clinical reason for the explant was a power miss. Additional information was received stating there was no patient harm.